Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon visual inspection the ring had been deformed, however, no damage to the shell. The event is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the impaction of the cup caused the locking ring to separate. The cup was then removed and surgeon reamed for a new larger cup. The new cup was implanted with no issues. Attempts have been made and additional information on the reported event is unavailable at this time.